Manufacturer narrative:
This report contains additional information in section e1 initial reporter title, e1 initial reporter first name and e1 initial reporter last name.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for non-supraventricular tachycardia (nsvt). Technical services (ts) reviewed and stated that shock channel showed quite small amplitude deflection and also noise was noted which could be due low amplitude. The vt-1 zone was set to monitor only, therefore the device not delivering therapy at the beginning of the event. Atp was then delivered, but the rhythm was not converted. The device delivered a second burst of atp; however, the rhythm was not converted. The device started to charge and delivered a shock in the vt zone and successfully converted the arrhythmia and slowed down the rate to about 115 bpm. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for non-supraventricular tachycardia (nsvt). Technical services (ts) reviewed and stated that shock channel showed quite small amplitude deflection and also noise was noted which could be due low amplitude. The vt-1 zone was set to monitor only, therefore the device not delivering therapy at the beginning of the event. Atp was then delivered, but the rhythm was not converted. The device delivered a second burst of atp; however, the rhythm was not converted. The device started to charge and delivered a shock in the vt zone and successfully converted the arrhythmia and slowed down the rate to about 115 bpm. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.